Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was not returned.

Event description:
Patient was x rayed after implant of device showed failure of gamma nail, reported inferior to lag screw resulting in complete breakage of the nail itself. Additional info from rep indicated that the surgeon advised that patient has been non compliant and he is sure patient has been weight bearing against his recommended timeframe. Also advised original procedure final position in varus and lack of medial bone stock. Revision completed today with successful removal and exchange for a new gamma nail.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail and both locking screws were classified as primary products during investigation. Regarding broken locking screws: an investigation of the screws themselves was not possible because they were not provided. Furthermore a review of the DHR was not possible due to missing lot codes. The root cause is unknown. The provided x-rays show that both distal locking screws are broken approx. In half. Most likely the screws broke due to an overload caused by postoperatively loads. The customer reported that the patient was not compliant to surgeon¿s recommendations and performed weight bearing. Postoperatively loads and intra-operatively implant damages can lead to implant breakages are listed as adverse effects in the IFU. Based on the given information the case is attributed to the patient, contributed by intra-operatively implant damage. No non-conformity identified. Device was not returned.

Event description:
Patient was x rayed after implant of device showed failure of gamma nail, reported inferior to lag screw resulting in complete breakage of the nail itself. Additional info from rep indicated that the surgeon advised that patient has been non compliant and he is sure patient has been weight bearing against his recommended timeframe. Also advised original procedure final position in varus and lack of medial bone stock. Revision completed today with successful removal and exchange for a new gamma nail.